Event description:
It was reported that the pump's battery compartment was broken. Analysis of the returned device found a damaged downstream occlusion (dso) seal. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 (B)(6). The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The investigation found a damaged downstream occlusion sensor (dso) seal. The dso seal was repaired in order to fix the issue.